Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using the starclose se device after a diagnostic procedure. Reportedly, the clip was deployed in the tissue tract. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause for the reported clip deploying in the tissue tract. The clip deploying in the tissue tract can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices are inspected and verified for proper loading of the clip onto the carrier tube and a sample of finished devices is taken from each lot and verified for ability to functionally deploy. Although the complaint information did not report any abnormal user technique, the clip deploying in the tissue tract can be caused by an inadequate nick and spread incision. The starclose se instructions for use states that it is necessary to create a 5-7 mm skin incision at the sheath site to accommodate the insertion of the clip delivery tube into the tissue tract. There were no reported patient conditions associated with the clip misfiring. Based on the reported information and the inspection criteria, a definitive cause for the clip deploying in the tissue tract could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any lot specific product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.